Manufacturer narrative:
There were a number of units associated with this complaint. The product packaging has not yet been returned for evaluation. There were no issues identified during a review of the device history record for the lot. The root cause for the packaging issue is undetermined.

Event description:
It was reported that the blade packaging had holes in it as if it had been stapled. No adverse consequences were reported.